Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000155968.

Event description:
It was reported the patient experienced an epidural hematoma following the explant of the trial system. As a result, the patient was presented to the emergency room. No further information is known at this time. Investigation was unable to determine which lead attributed to the event.